Event description:
(B)(4). Same case as MDR ID: 2134265-2013-06514; 2134265-2013-06617. It was reported that post percutaneous coronary intervention, in-stent restenosis and chest pain occurred. The patient presented on (B)(6) 2013 due to unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. Target lesion #1 was located in the saphenous vein graft (svg) to proximal right coronary artery (rca) with 80% stenosis and was 35 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and placement of a 3.50 mm x 38 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was located in the svg to mid rca with 70% stenosis and was 35 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct stent placement using a 3.00 mm x 38 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Target lesion #3 was a denovo lesion located in the svg to distal rca with 90% stenosis and was 6 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct stent placement using a 3.00mm x 8 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with chest pain due to in-stent restenosis and the patient was hospitalized immediately. Cardiac catheterization was recommended. Subsequently, the restenosis of the previously placed study stent located in the svg to proximal rca was treated with percutaneous coronary intervention (pci) with 0% residual stenosis. Medication was given to treat this event. Post procedure, the event was considered as resolved. One day post procedure, the patient was discharged.

Event description:
It was further reported that on (B)(6) 2013, the patient was diagnosed with myocardial infarction. The target lesion # 1 was an in-stent restenosis of a previously deployed unspecified drug eluting stent located in the proximal segment of the saphenous vein graft (svg) to right posterior descending artery (rpda) and not svg to right coronary artery (rca) as previously reported. Target lesion # 2 was an in-stent restenosis of a previously deployed unspecified drug eluting stent located in the mid segment of svg to rpda and not svg to rca as previously reported. Target lesion #3 was located in the distal segment of the svg to rpda and not svg to rca as previously reported. On (B)(6) 2013, the patient was noted to have high bp (170s and 180s) en route to the hospital. Coronary angiography was performed. The restenosis of the previously placed study stent located in the proximal segment of svg to rpda was treated with balloon angioplasty and placement of a 3.5 x 9 mm non-bsc drug-eluting stent, with 0% residual stenosis. The 85% restenosis of the previously placed study stent located in the mid segment of svg to rpda was treated with balloon angioplasty, with resulting 0% residual stenosis. The restenosis of the previously placed study stent located in the distal segment of svg to rpda was treated with balloon angioplasty and placement of a 3.5 x 12 mm non-bsc drug-eluting stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).